Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an infection and was in the hospital. It was noted that the system was scheduled to be explanted on (B)(6) 2014. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 97791, lot# n367439, implanted: (B)(6) 2013, product type: accessory. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Additional information received reported the entire system was removed due to an infection at the pocket site. Cultures were taken in the operating room but there was no further information on them. No product would be returned.

Event description:
The type of infection was noted to be a staph aureus.

Event description:
Additional information received reported the onset of the infection was on (B)(6) 2014. The location of the infection was at the device pocket and there was drainage. The patient was treated with IV antibiotics and the patient outcome was ongoing.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 97791, lot# n367439, implanted: (B)(6) 2013, product type: accessory. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).